Manufacturer narrative:
Section b5: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis of the right lower extremity with a contraindication to anticoagulation due to a fall. The filter was deployed near the l3-l4 vertebrae level. The filter was in a straight up axial orientation and a venogram showed it to be in an excellent position. The patient tolerated the procedure well and was in stable condition afterwards. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation and tilt. Per the patient profile form (ppf), the patient experienced fracture of the filter within the inferior vena cava (ivc), perforation of filter strut(s) outside the ivc, tilt and the device was unable to be retrieved. Approximately fourteen weeks after the index procedure, there was an unsuccessful attempt to remove the device. The patient further reports fear and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation and tilt. The medical records indicate that the patient has a history of deep vein thrombosis with a contraindication to anticoagulation. Prior to the index procedure the patient had severe dvt involving the entire right lower extremity. The patient has a contraindication to anticoagulation due to an extensive hematoma in his right leg due to a fall.   The filter was deployed via the patient's left femoral vein. It was placed near the l3-l4 vertebrae level. The filter was in a straight up axial orientation and a venogram showed it to be in an excellent position. The patient tolerated the procedure well and was in stable condition afterwards. The patient profile form (ppf) states that the patient experienced fracture of the filter within the inferior vena cava (ivc), perforation of filter strut(s) outside the ivc , tilt and the device was unable to be retrieved. Approximately fourteen weeks after the index procedure, there was an unsuccessful attempt to remove the device. The patient continues to experienced fear and anxiety.